Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to reach out again if the issue reappeared, to which they acknowledged understanding.